Event description:
It was reported the device was used during a thoracoscopic lung biopsy procedure. It was reported by the affiliate that the cartridge fired only two of the four rows of staples. There was no pt consequence.